Manufacturer narrative:
D: primary UDI number - additional h2: additional information

Event description:
Subsequent to the initial MDR, additional information became available.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).